Event description:
The user's hearing performance with the device is affected. The user was re-implanted on the (B)(6) 2021. This report refers to 9710014-2020-00750. For further information please refer to this report.